Event description:
It was reported that the patient's ipg was inoperable. As such, surgical intervention took place in 2006 wherein the ipg was explanted and replaced to address the issue. Exact date of explant is unknown.

Manufacturer narrative:
Date of event and therapy date are estimated. During processing of this incident, attempts were made to obtain complete event and device information. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D6b - date of explant in the initial report is estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Manufacturer narrative:
An ipg eol was reported to abbott. The patient's ipg was explanted and replaced due to ipg becoming inoperable. No devices were returned for evaluation. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.